Event description:
It was reported that during a procedure in a moderately calcified lesion in the common iliac artery, the physician found it difficult to insert a 10x39x80 otw omnilink elite stent delivery system into a non-abbott 6-french sheath. The stent delivery system was removed from the 6-french sheath with difficulty, and a non-abbott 7-french sheath was used instead. The physician was able to successfully complete the procedure using the same stent delivery system and the 7-french sheath. There was not a clinically significant delay in the procedure. There were no adverse patient effects and no patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Potential factors for difficulty inserting the omnilink elite into an introducer sheath include, but are not limited to, incorrect size sheath used, damage to the stent or damage to the introducer sheath. The difficulty may be due to interaction between the outer diameter of the omnilink elite and the inner diameter of the introducer sheath. The minimum recommended sheath size listed on the omnilink elite label for this part is 2.20 mm. Although the product was not returned for analysis and a conclusive cause could not be determined, it may be possible that the inner diameter of the introducer being used was smaller than 2.20 mm. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. In addition, lot release testing results were reviewed and all samples met all manufacturing criteria. There is no indication to suggest a product quality deficiency.

Manufacturer narrative:
(B)(4).